Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the clinic due to on-going low flow alarms. The site had done a complete work up and have not been able to identify a cause. The patient reported that they were actively looking at their system controller and the flow numbers when they got a low flow alarm on (B)(6) 2025. The patient stated that the flow never went below 3.1 on the screen but had been alarming low flow. Log files were sent for review. The event log file captured several low flow events throughout the log file. It appeared that the estimated flow during these low flow periods hovered mainly around the 2.4 to 2.5 liters per minute (lpm) range. There was no comment for anything back on (B)(6) 2025 since the data capture did not go back that far. The lower flows were likely patient related as these were associated with elevated pulsatility index (pi) values. No log files were available for the events captured on (B)(6) 2025. The cause of the incorrect alarm was not identified. The submitted log files had been sent due to patient concern and for a discrepancy noted. The patient had low flow alarms for some time. An extensive workup was done on the patient. Medications were adjusted, fluid intake was increased, compression stockings were used, etc. The pump speed was recently adjusted again. The first speed change was tried a couple months ago, but the patient did not tolerate it more than 24 hours. As of (B)(6) 2025, the patient seemed to be tolerating it better after 3 days. The patient felt fatigued when they had multiple alarms in a row. Frequently, alarms had caused more anxiety than anything else.

Manufacturer narrative:
Section b3: date of event corrected manufacturer's investigation conclusion: the reported event of a low flow alarm occurring on (B)(6) 2025, despite the system controller displaying flow values above the alarm threshold, was not confirmed. The provided controller event log file did not capture data from (B)(6) 2025, and the pump operated as intended throughout the data. The controller periodic log file did not capture any atypical events regarding the controller. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the controller was not exchanged, and no further atypical events have been reported at this time. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (b)(6, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The first speed change attempt was tried on (B)(6) 2024. The discrepancy could not be confirmed if the low flow alarm occurred when the patient stated the flow never went below 3.1 as nothing was shown on the log files at the time of being downloaded. The system controller was not exchanged.